Event description:
Physician and rep using the stapler were trying to transect liver tissue. They had never seen this happen before but the stapler head bent. They feel it may have happened due to the calcium and density of the tissue.